Event description:
It was reported that this non-boston scientific right ventricular (rv) lead exhibited loss of capture. It was noted that this non-bsc lead was placed in the left bundle branch area pacing. Overpacing was also noted. It was recommended that the patient be brought in for lead evaluation. Reprogramming options were performed and they will assess rv capture and change output as well. Currently, this non-bsc rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).